Manufacturer narrative:
Product complaint # (B)(4). H3 device evaluation summary: the actual device was received for evaluation. It was received for analysis an empty opened foil, a detached needle and a dispensed suture of product code w9932, lot ak6004. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could not provide additional information. Was the detached needle removed during same surgery? Was there any additional tissue damage or dissection required due to searching/removal of the needle?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During sewing skin at first stitch the needle/suture pull off occurred. The needle was retrieved by x-ray test and another like device was used to complete the procedure. The patient condition is stable. No further information is available.